Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigaation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis double red blood cell procedure an air bubble smaller than a pea was delivered to the donor after a new needle was sterile connected to the draw line. They did prime the line with 3ml of blood per the operator's manual. The donor observed the air bubble and questioned if it was safe and why it happened. Terumo bct customer support informed the customer that a small amount of air is ok because the bubble will dissipate as it enters the blood stream. Patient age was not provided by customer. Full patient ID: (B)(6). Patient is in stable condition and was released to self, no complications. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during an apheresis double red blood cell procedure an air bubble smaller than a pea was delivered to the donor after a new needle was sterile connected to the draw line. They did prime the line with 3ml of blood per the operator's manual. The donor observed the air bubble and questioned if it was safe and why it happened. Terumo bct customer support informed the customer that a small amount of air is ok because the bubble will dissipate as it enters the blood stream. Patient age was not provided by customer. Full patient ID: (B)(6) patient is in stable condition and was released to self, no complications. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer history report indicates no further related issues have been reported for this customer. The air was at the new needle sterile weld connection. No clotting was noted in the set and there were no alarms. The signals in the run data file indicate the trima accel system operated as intended. Root cause: a root cause assessment was performed for this complaint. Based on the available information, it cannot be ruled out that the air was introduced during the process of sterile welding the new needle to the kit.

Event description:
The customer reported that during an apheresis double red blood cell procedure an air bubble smaller than a pea was delivered to the donor after a new needle was sterile connected to the draw line. They did prime the line with 3ml of blood per the operator's manual. The donor observed the air bubble and questioned if it was safe and why it happened. Terumo bct customer support informed the customer that a small amount of air is ok because the bubble will dissipate as it enters the blood stream. Patient age was not provided by customer. Full patient ID: (B)(4). Patient is in stable condition and was released to self, no complications. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer history report indicates no further related issues have been reported for this customer. The air was at the new needle sterile weld connection. No clotting was noted in the set and there were no alarms. The signals in the run data file indicate the trima accel system operated as intended. Investigation is in process, a follow-up report will be provided.